Manufacturer narrative:
Upon receipt at our laboratory, high powered visual inspection of the device header and lead barrels noted a small amount of epoxy from the manufacturing process in the right ventricular lead barrel near the tip port. All seal plugs were intact and some body fluid was noted in the right ventricular lead barrel. Pin gauge testing was performed and all header ports measured within specifications. Laboratory analysis confirmed that the cause of the reported clinical observations was the identified epoxy in the right ventricular lead barrel.

Event description:
It was reported that during the implant while connecting this device to the leads the physician was not able to fully insert the lead into the header. The lead pin would not pass through the setscrew block. A torque wrench was used to release any air bubbles, but this did not resolve the issue. The physician attempted to deploy and retract the setscrew, but this still did not allow the lead to pass. A new device was used which did not have any issues with the insertion of the leads. The device was not implanted and returned. No adverse patient effects were reported.

Manufacturer narrative:
The device will be returned. Upon return and analysis this investigation will be updated.

Event description:
It was reported that during the implant while connecting this device to the leads the physician was not able to fully insert the lead into the header. The lead pin would not pass through the setscrew block. A torque wrench was used to release any air bubbles, but this did not resolve the issue. The physician attempted to deploy and retract the setscrew, but this still did not allow the lead to pass. A new device was used which did not have any issues with the insertion of the leads. The device was not implanted and will be returned. No adverse patient effects were reported.